Event description:
Pt underwent essure micro-insert implantation on (B)(6)2009. On (B)(6)2009, pt presented with pain and bleeding. Pt experienced pain and bleeding until (B)(6)2009, at which time the micro-inserts were removed. Pt's symptoms resolved following device removal.

Manufacturer narrative:
(B)(4).